Manufacturer narrative:
The ilet device experienced a hardware malfunction with an unresponsive sleep/wake button and no display output despite charging, while app data continued to sync. Investigation confirmed a faulty mainboard as the root cause; no clinical impact occurred, and the device was replaced with the original scheduled for refurbishment.

Event description:
It was reported that the ilet pump continued to transmit glucose readings to the ilet app, but the device screen would not wake when pressing the sleep/wake button and the device would not power on when placed on the charging pad; the device was shut down via the menu and a replacement was arranged. Symptoms included no device alerts or alarms and no reported adverse clinical effects. Outcomes included temporary interruption of pump therapy and continued cgm use with the dexcom app or receiver. Investigation included customer interview, troubleshooting, and replacement with return of the original device for evaluation. Investigation of this case revealed a nonfunctional user interface related to the sleep/wake button and an apparent failure to charge. It was concluded that the device exhibited a hardware malfunction affecting the user interface and power/charging function, with no reported patient injury.